Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate, exact date was not available at the time of this report. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch MFR report numbers.

Event description:
It was reported that suture placement with two proglide devices was achieved in an unspecified vessel using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the evar procedure was completed, hemostasis was not achieved with the two pre-placed sutures. Three additional proglide devices were used and hemostasis was not achieved. The patient reportedly began to lose a lot of blood so an emergency cut-down procedure was performed. Hemostasis was surgically achieved. There was a reported clinically significant delay in the procedure. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device or established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar difficult to remove incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received via physician integrated progress notes: it was reported that suture placement with two proglide devices was performed in the left common femoral artery (lcfa) using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the evar procedure was completed, using the knot pusher to advance the knot of the first suture placed at the 12 o'clock position to the artery, the knot came undone/broke. The knot of the second suture placed at the 3 o'clock position was advanced to the artery; however, hemostasis was not achieved. A third proglide device was inserted over the wire into the arteriotomy and the suture was deployed but the proglide device could not be removed from the groin as it became entrapped in the artery. An emergency cut-down procedure was performed to remove the proglide device and achieve hemostasis in the lcfa. There was a reported clinically significant delay in the procedure. Suture placement with two proglide devices was achieved in the right common femoral artery (rcfa) using the preclose technique prior to the evar procedure. After the evar procedure, hemostasis was successfully achieved in the rcfa using the pre-placed proglide sutures. There were no device issues or adverse patient effects related to these two devices. No additional information was provided.